Event description:
"Dealer states, just received charger for a lift, they plugged it in, it snapped, crackled and smoked. This was in a facility. Did a return for the charger."

Event description:
"Dealer states, just received charger for a lift, they plugged it in, it snapped, crackled and smoked. This was in a facility. Did a return for the charger."

Manufacturer narrative:
(B)(4). Initial MFR report #3004493922-2012-00256 indicated that manufacturer as invacare (B)(4). The correct manufacturer is invacare (B)(4). (B)(4) has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 5 years and 6 months old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. "Dealer states, just received charger for a lift, they plugged it in, it snapped, crackled and smoked. This was in a facility. Did a return for the charger." This device was not the lift but the battery charger for the lift. No injuries or fire were reported.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rps350-1 serial number/date code (B)(4) is approximately 5 years and 6 months old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. "Dealer states, just received charger for a lift, they plugged it in, it snapped, crackled and smoked. This was in a facility. Did a return for the charger." This device was not the lift, but the battery charger for the lift. No injuries or fire were reported.